Event description:
On june 5th, the user contacted dario to report high blood glucose (bg) readings. The user reported that for the past two months, she has been receiving high bg readings from her two dario meters. The user stated that she uses one meter for evening readings and one for morning readings. The user reported that she has been receiving bg readings in the 200 mg/dl range. The user reported that she went to her doctor, who stated that the user's a1c was not aligned with the high bg readings that she was receiving from her dario meters. The user reported receiving from her dario meters bg readings of 183 mg/dl and 213 mg/dl in the evening and readings of 173 mg/dl and 213 mg/dl the next morning. The user stated that she then tested her bg using her husband's meter, and received a bg reading of 157 mg/dl, which the user stated is normal range for her.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that was expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" the user stated that she opened a new cartridge of strips and still received bg readings that were between 15 mg/dl to 30 mg/dl higher. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, however the user could not troubleshoot at that time. The user did, however state that she had performed the control solution test, and her bg readings are now within range. The high bg readings may have been due to misuse of the strips. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.